Event description:
It was reported to philips that the system's geometry computer was not working, impacting geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was performed when the issue happened. There was a delay of 45 minutes to start the procedure and the procedure was continued on the same system. The philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log file, fse found malfunction on geo-pc. Upon troubleshooting, fse found geo pc was reinstalling software after cold restarts, showing defects and intermittent issues that delayed startup. To resolve the problem, on the next follow up visit, fse replaced the geo-pc. After replacing geo pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.